Event description:
The manufacturer received information alleging a thermal event occurred on the ventilator's interface board. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was found to have a thermal event on the device's interface to system board cable. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The thermal event appears to have been caused by a liquid ingress. The device's interface board and interface to system board cable need to be replaced to address the issue. Device has been evaluated but the components have not been replaced pending return of the device to an authorized service center.